Manufacturer narrative:
(B)(4). Implant date: 2010. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to wear.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs which indicated excessive wear along the surface of the bearing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to wear approximately 10 years post implantation.

Event description:
N.a.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 150477 oss poly femoral bushings 2pk 324990, 150478 oss poly lock pin 094790, 150483 oss segmental stacking adapter 083050, 150464 oss 3cm diaphysel segment 792450, cp111277 oss-k 5cm diaph seg smooth 792450, 178710 cps taper locking cap / oss sc 936520, 178711 cps/oss 5cm tpr adapt w/oss sc 424030. No compatibility issue was noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.